Event description:
It was reported that a high shock impedance alert was triggered via remote monitoring. A request for review was sent to technical services (ts). Ts discussed troubleshooting steps to be taken to determine the root cause of this case. Additional information noted that an x-ray was taken and verifying the lateral view it was confirmed that the electrode was fractured above the detection ring. Further engineering analysis noted that it would be safe to keep the device implanted while explanting the electrode. The electrode was subsequently explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 33.7cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 33.7cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that a high shock impedance alert was triggered via remote monitoring. A request for review was sent to technical services (ts). Ts discussed troubleshooting steps to be taken to determine the root cause of this case. Additional information noted that an x-ray was taken and verifying the lateral view it was confirmed that the electrode was fractured above the detection ring. Further engineering analysis noted that it would be safe to keep the device implanted while explanting the electrode. The electrode was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that a high shock impedance alert was triggered via remote monitoring. A request for review was sent to technical services (ts). Ts discussed troubleshooting steps to be taken to determine the root cause of this case. Additional information noted that an x-ray was taken and verifying the lateral view it was confirmed that the electrode was fractured above the detection ring. Further engineering analysis noted that it would be safe to keep the device implanted while explanting the electrode. The electrode was subsequently explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that a high shock impedance alert was triggered via remote monitoring. A request for review was sent to technical services (ts). Ts discussed troubleshooting steps to be taken to determine the root cause of this case. Additional information noted that an x-ray was taken and verifying the lateral view it was confirmed that the electrode was fractured above the detection ring. Further engineering analysis noted that it would be safe to keep the device implanted while explanting the electrode. The electrode was subsequently explanted and will be returned for analysis. No additional adverse patient effects were reported.